Event description:
Pt experienced elevated blood glucose of at least 20 mmol/l (360 mg/dl) every-other day when using the infusion sets, and physician thought the infusion cannulas were not inserted properly. Blood glucose elevated within 24 hours of insertion. The infusion set caused bruising and there were raised, red lumps near the infusion sites. Nothing unexpected occurred during preparation of the infusion set. Pt found it more uncomfortable to insert the headsets, and it was reported that connection between the tubing and headsets was not very secure. The infusion cannulas did not kink. Insertion device was used to insert the headsets. Pt stopped using this type of infusion set a few months prior to the report. Infusion sets were requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.